Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. A syringe was also returned. The sheath had been bent, ripped and torn. Review of the device history record was not possible as the lot number is unknown. The cause of the ripped and torn sheath is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Post procedure in the recovery area, the sheath broke when removing it from the right femoral vein. The remaining portion of the sheath was clamped off with a pair of hemostats and secured into place for the night. The patient remained on bed rest. The next day, the patient was brought back to the cath lab where a .035 guidewire was placed into the remaining portion of the sheath. The sheath was removed over the wire. After it was determined the remaining portion had been recovered, the wire was removed, pressure was held, and hemostasis was obtained. The patient remained on bed rest for 4 hours and was later discharged without further incident or harm.